Event description:
This complaint was called in by a nurse injector. During a routine follow up on the pt status post radiesse injection, the pt stated she had fever and a rash on the back, head and neck; and high fever (39 deg. C) and was shaking, a week post radiesse injection. No infection, rash, redness or oozing in the local area injected. The pt went to the emergency room (ER) and was diagnosed with cellulitis. Intravenous antibiotic, name and dose unk, was provided during her overnight stay at the hospital; she was released to home the next day with oral antibiotic, name, dose and frequency unk. On (B)(6) 2010, medical affairs consult, (B)(6), pa spoke with the injecting nurse, the pt did not think the infection was radiesse related. Unable to determine with certainty what the causative agent of pt's cellulitis was. On (B)(6) 2010, during pt status/recovery follow-up, the injecting nurse stated the pt is "fine" as informed by pt via phone. No further follow-up will be done by the facility.

Manufacturer narrative:
The device history records for radiesse lot 1020108 were reviewed; all requested testing specifications were met prior to release and there were no abnormalities noted for these lots.